Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged due to twiddlers syndrome. This ra lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. (B)(6) 2014 - the provided explant and event date are chronologically impossible. Therefore, they will not be added to this report.